Manufacturer narrative:
(B)(4). Manufacturing date - 8/21/2014-8/29/2014. A batch review was conducted on lot number gd897553 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a missing minicap inside the sealed package. No injury or medical intervention was reported on the patient. No additional information is available. This is report 2 of 4 involved in this event.